Event description:
It was reported that alarm 77 has occurred in an arctic sun device. Alarm 77 was non-recoverable system error, chiller water temperature sensor out of range ¿ high resistance. Per review of wo on 05nov2025, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue is confirmed. The root cause is a failed t4 sensor. The device was evaluated upon receipt. Alarm 77 was non-recoverable system error, chiller water temperature sensor out of range ¿ high resistance. The t4 had failed. Tank harness replaced. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. A review of the risk document, (B)(4) rev 27, was reviewed for this investigation. The risk documentation was addressed in step #d275. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions can be taken. Corrections: d, e, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that alarm 77 has occurred in an arctic sun device. Alarm 77 was non-recoverable system error, chiller water temperature sensor out of range ¿ high resistance. Per review of wo on 05nov2025, there was no patient involvement.